Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a delivery anomaly. The customer's blood glucose level was 2.9 mmol/l at the time of incident the customer¿s mother reported the customer suffered a hypoglycemic episode once in the air. I treated the hypoglycemic episode and the customer went up to 3.3 then dropped again, treated again and removed the insulin pump. The customer had so much glucose plus dinner without any insulin given. The customer did troubleshoot the issue. The customer does not agree the insulin pump is working as designed. The customer will not be return the insulin pump for analysis.